Manufacturer narrative:
The field service engineer (fse) observed the amtc (air mix temperature control) module leaked fluid due to the lower sheath flow line had come off. The fse replaced the tubing and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately fifty milliliters of clear fluid leaked from the amtc (air mix temperature control) module and onto the floor, involving the unicel dxh 800 coulter cellular analysis system. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous results were generated or reported outside the laboratory. The customer was performing quality control at the time of the event. There was no patient consequence. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The unit was not in operation.